Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient reported to their primary care physician with a uti and the physician noticed that their pocket site looked swollen and red. The patient was sent to another hcp¿s office for further evaluation and it was determined to be infected. The patient was scheduled to have it removed on (B)(6) 2019. It was noted that the patient¿s past medication history included a previous uti. No further complications were reported/anticipated.